Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. The patient had disconnected during the initial drain to drain into a manual bag and then reconnected. The patient was not sure if they had used proper disconnect technique. The technical service representative explained that they will need to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.